Manufacturer narrative:
The entire complaint investigation is pending at this time. A supplemental emdr will be provided once new information is received.

Event description:
The complaint involved the following device: 12 cm (5") pur smallbore trifuse ext set, 3 check valves, 3 clamps, rotating luer. Number of incidents: 2. The 2 incidents occurred on (B)(6) 2025 at the (B)(6). On (B)(6) 2025 at around 04:00 in the morning, the nurse reported that the compresses wrapped around this device were completely soaked with the treatments that were being administered to the patient. Upon inspection, it did not appear that the threads might have been damaged and, as precaution, the device was replaced. Later the same day, at around 09:00, the same incident was observed by another nurse during the day shift. For the both cases the same administration was administered to the patient: propofol / diprivan. This is a known issue at the intensive care unit. The day shift nurse replaced the device and the medical staff decided to change the therapeutic strategy. Clinical consequences : while the patient was being treated with the device and these medications, the patient could not be properly sedated, delaying the respiratory care. The patient was intubated with parameters having the goal to improve their hematosis. Corrective measures taken: the extension set was replaced and for intensive care, operating rooms and sspi a change in product strategy was implemented. The customer provided additional information after logging the complaint initially, as follows: the patient was in ards, intubated, well sedated, under neuromuscular blockade, with ventilatory compliance before the incident. During the incident, the patient¿s sedation had been lifted, and the curarization had been partially reversed. The patient was agitated, was likely in pain [behavioral pain scale (bps) score 4-5)] with poor respiratory compliance. This led to several calls to the doctors to adjust ventilatory settings and sedation. Medical interventions were required as follows: multiple physician-administered boluses were required, which altered the patient¿s hemodynamics, requiring an increase of catecholamines doses. After changing the device, the patient returned to the initial health status. It was difficult to maintain hematosis and the hemodynamics, the catecholamine doses remained elevated. No one was harmed, the question remains whether predictable physical consequences could occur for the patient, since the patient was curarized, but not sedated. Clinical consequences noted: agitated patient, in pain bps 4-5, poor respiratory compliance, sweating and hypercapnia, decreased pafi report, hypotension due the increased catecholamines doses, patient partially awake while still being curarized. There was a delay in treatment, the set was changed twice between 04:00-8:00. The treatment was completed after changing the anesthetic strategy and adjusting the ventilation parameters. There was no blood loss. Regarding the leak: the leak came into contact with the gloves of the caregiver and the patient¿s skin. The leak remained in the compresses and on the sheet, the patient received routine hygiene care, no special set was required. There were no visible signs of malfunction, damage, stress or wear with the device prior to the incident, the device was stored in the ward, in the medication cabinet at the pharmacy, in its packaging cardboard, kept away from sunlight at room temperature.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.